Event description:
It was reported that when patient presented in clinic noise and lead fracture was observed on the ra lead. Patient was asymptomatic. Patient later presented for an upgrade procedure unrelated to this event and physician elected to explant and replace the lead. Patient was stable prior, during and post procedure.

Manufacturer narrative:
The reported events were noise and lead fracture. A complete lead measuring 52.2cm was returned in one piece for analysis. The reported event of fracture was not confirmed. The reported event of noise was confirmed. Visual inspection found an external insulation abrasion at 17.5cm to 18.2cm from the pin consistent with lead friction to device can. This is consistent with the observation from the field of noise. The cause of the reported event of noise was isolated to the external insulation abrasion exposing the outer coil.